Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center turned completely black. The customer mentioned that 160 pigtails were used for two previous procedures with no issues. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and during device evaluation, the reported issue was confirmed. It is believe that this incident was due to a faulty patient board set causing no image with 180 & 160 scopes. Olympus will continue to monitor field performance for this device.